Event description:
Severe exudative iritis (iritis). Case description. Spontaneous case, loc. Ref #iol-03-0702a-s-in, argus #2003166861in. A physician reported that a pt underwent phacoemulsification with implantation of lens (tecnis z9000 22d (lot #6721) for a not specified reason. The immediate post-operative period was uneventful. The pt was monitored every alternate day and 5 days later they developed iritis. Pt was treated with atropine drops three to four times daily and cyclopentolate plus dexamethasone combination eye-drops twice daily. However, the day after the pt reported severe exudative iritis. At the time of the present report pt had not recovered. The case was upgraded to serious/intervention.